Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure on the fourth firing with green cartridge and buttressing the device cut, but did not staple. Another same like device was used to staple where the device did not staple. The case was completed with no patient consequence. On what tissue type was the device used? Gastric tissue. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 4th firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Asku. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure?